Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram ( tee) indicated an annular/sinus of valsalva (sov) hematoma. An aortic root angiogram showed dissections of the ascending aortic root that extends to the right brachiocephalic artery and the aortic arch including the descending aorta. During this time, the patient was hemodynamically stable. Further examination by ultrasound indicated faint pulses of the bilateral upper extremities. Also, only the left carotid artery had a pulse due to the dissections extending to the right brachiocephalic artery and possibly to the right carotid artery. The patient had been placed on a ventilator post procedure with minimal neurological response. Upon evaluation, it was determined that the patient had suffered a stroke. Three days post implant, the patient expired. The specific cause of death was not reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.